Event description:
A speculum was inserted into the patient for a pelvic exam. Upon completion of the exam, the speculum was stuck in the open position and could not be closed. The speculum was removed from the patient in the open position.a similar event occurred with the same device from the same lot on the same day. All of the trays from that lot were pulled and the distributor was notified.